Event description:
Found while testing according to the reporter, the device would not power up when connected to ac power. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power or charge the battery. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.